Event description:
It was reported that the patient underwent a hip revision approximately 2.5 months post-implantation due to dislocation. The liner and head were replaced. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4) d10: item name# g7 neutral e1 liner 32mm f; item number# 010000850; lot # 6091195. G2: foreign - event occurred in japan. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.